Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 3 x zso-10-8 devices of lot number cf1770485 were not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: n/a. Document review: prior to distribution all zso-10-8 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-10-8 of lot number cf1770485 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number cf1770485. It should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. Image review: n/a. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to user technique, whereby the kinks occurred as the devices were being straightened with the straightener. As per the returned additional information from the representative, "... These stents do not have an insertion guide". Summary: the complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Wire kinks "as per cc form":all three stents kinked when they tried to thread them onto the wire. The client then used another stent, which one was not named. No patient was harmed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence was it the guide wire that kinked no. Was it the stent that kinked when it was introduced to the wireguide yes. Can the wire guide size be confirmed yes. 1. For all complaints, ask: does the complaint relate to device replacement, device removal or was it an observation made prior to patient contact? During the examination when placing a drainage. 2. What was the target location for the stent? Gg-system. 3. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Hanging in the cupboard. 4. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* sizes to fit the stent. 5. Was the wire guide lubricated prior to use? N/a, yes, no. 6. Was the wire guide inspected for damage prior to use?* yes. 7. Was the device at the centre of the complaint inspected for damage prior to use? Yes, 8. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no no relevance the stent kinks outside the patient. 9. If yes please indicate the type of procedure performed. 10. Did the patient involved exhibit altered anatomy or tortuous anatomy? N/a. 11. If not with the device in question, how was the procedure finished?* 12. Did the patient require any additional procedures as a result of this event? No. 13. What intervention (if any) was required? 14. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 15. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. If yes, please detail any other defects observed. For complaints occurring during use (once in contact with endoscope) also ask: no contact with endoscope 1. Had a sphincterotomy been performed prior to this occurrence? N/a, yes, no. 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? N/a, yes, no. 4. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. 5. If other, please specify: 6. Was resistance encountered when advancing the wire guide to the target location?* n/a, yes, no. 7. Was resistance encountered when advancing the introduction system in place to the target location?* n/a, yes, no. 8. How did the physician deal with this resistance? 9. How did the physician determine the length of the stent to be used for the procedure? 10. Where was the stricture located in the duct? 11. Was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. 12. Was resistance encountered when advancing the stent through the obstructed area?* n/a, yes, no. 13. After placement, was stent position verified? N/a, yes, no. 14. If yes, please describe how. 15. Please estimate the amount of time the stent was in place prior to this occurrence. 16. Did any section of the device detach inside the endoscope or patient? N/a, yes, no. 17. If yes, please specify what section of the device broke off: 18. Please indicate whether the device broke in the endoscope or in the patient? N/a, endoscope, patient 19. Was the broken device retrieved? N/a, yes, no. 20. If yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): 21. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) N/a, yes, no 22. If yes, please indicate what modifications were made: 23. Please indicate why the modifications were necessary. 24. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. 25. Did the patient require any additional procedures as a result of this event? N/a, yes, no 26. What intervention (if any) was required? 27. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 28. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. 29. If yes, please specify what was observed and where on the device it was observed. * not applicable if problem occurred at removal